Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reasons for reoperation will be due to capsular contracture, baker grade unknown, and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Regulatory agency reported that a patient experienced left side possible rupture, and "contracture," baker grade unknown. Patient is experiencing "many illnesses." Device remains implanted.